Manufacturer narrative:
The demo device was returned. It was noted that water tightness was lost due to a pinhole on bending section cover. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the uretero-reno videoscope failed the leak test during reprocessing after completion of a laser stone removal procedure. Leakage was detected at the distal end. The demo device was returned and an evaluation at the repair center revealed that the bending section and the bending section cover of the videoscope was broken. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is confirmed that the cable support was detached and protruded from the bending section cover by excessive force on the passive bending section. The inspection detected a leak at the bending section. However, the root cause could not be specified. The event can be prevented by following the instructions for use: "urf-v3/v3r operation manual provides the detection method in chapter 3 preparation and inspection. Urf-v3/v3r operation manual provides the preventive measures in 4.1 precautions caution." Olympus will continue to monitor field performance for this device.